Manufacturer narrative:
The device has not been received for analysis. Good faith effort is currently in progress for the return, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation (a fib), a farawave nav catheter and opal hdx mapping system were selected for use. The opal hdx mapping system was operational, but the farawave nav was unable to collect anatomy. Settings were checked and confirmed to be acceptable, but no anatomy was being collected. The mapping system was restarted with no resolution. The farawave nav catheter was replaced with a similar device, and anatomy collection was enabled. However, the physician was not able to track continuous lesions. The procedure was cancelled post sedation using general anesthesia because the lesion set was not able to be fully tracked. No patient complications were reported.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and correction to section h6 evaluation conclusion codes detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation (a fib), a farawave nav catheter and opal hdx mapping system were selected for use. The opal hdx mapping system was operational, but the farawave nav was unable to collect anatomy. Settings were checked and confirmed to be acceptable, but no anatomy was being collected. The mapping system was restarted with no resolution. The farawave nav catheter was replaced with a similar device, and anatomy collection was enabled. However, the physician was not able to track continuous lesions. The procedure was cancelled post sedation using general anesthesia because the lesion set was not able to be fully tracked. No patient complications were reported. It was further reported that no error messages appeared. The physician used the first farawave nav catheter without mapping functionality to ablate the left inferior and superior pulmonary veins. During these ablations, no field tags were dropped as the mapping functionality was not working and was being troubleshot. Upon switching to the second farawave nav catheter, mapping and field tag functionalities began working. However, as the system had not tracked the ablations from the first catheter, the physician opted to cancel the procedure prior to treatment of the right pulmonary veins. There is no allegation of malfunction against the second farawave nav catheter. The opal hdx mapping system used during this procedure has experienced no further issues and remains in service. It will not be returned for analysis. Both farawave nav catheters were discarded and are not expected to return, as well.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: boston scientific has made attempt to retrieve the device however it was indicated that the device will not return for analysis. Therefore, a technical analysis of the complaint device could not be completed. The reported allegations could not be confirmed. Device history record review: review of the manufacturing records determined that all of the finished units were successfully processed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk assessment: a review of the opal hdx risk documentation was completed and confirmed that the event of map quality issue and therapeutic response, altered (moderate) leading to procedure cancellation were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned the investigation conclusion code of 'cause not established' because the reason for the alleged observation(s) could not be determined. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation (a fib), a farawave nav catheter and opal hdx mapping system were selected for use. The opal hdx mapping system was operational, but the farawave nav was unable to collect anatomy. Settings were checked and confirmed to be acceptable, but no anatomy was being collected. The mapping system was restarted with no resolution. The farawave nav catheter was replaced with a similar device, and anatomy collection was enabled. However, the physician was not able to track continuous lesions. The procedure was cancelled post sedation using general anesthesia because the lesion set was not able to be fully tracked. No patient complications were reported. It was further reported that no error messages appeared. The physician used the first farawave nav catheter without mapping functionality to ablate the left inferior and superior pulmonary veins. During these ablations, no field tags were dropped as the mapping functionality was not working and was being troubleshot. Upon switching to the second farawave nav catheter, mapping and field tag functionalities began working. However, as the system had not tracked the ablations from the first catheter, the physician opted to cancel the procedure prior to treatment of the right pulmonary veins. There is no allegation of malfunction against the second farawave nav catheter. The opal hdx mapping system used during this procedure has experienced no further issues and remains in service. It will not be returned for analysis. Both farawave nav catheters were discarded and are not expected to return, as well.